Event description:
During follow-up, inadequate shocks and right ventricular oversensing was noted due to possible lead damage. The lead was explanted and replaced and the patient is in stable condition.

Manufacturer narrative:
Analysis of the returned lead revealed three internal insulation abrasions beneath the right ventricular (rv) shock coil which most likely resulted in the reported events. One of the three abraded the ethylene tetrafluoroethylene (etfe) cable coating. An optim sheath abrasion was also noted consistent with friction to the device can without damage to the silicone beneath. All other damages found to lead body was consistent with that occurring at time of explant.